Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding a patient implanted crosslink having posterior open surgery for degenerative diseases. It was reported that the implant had product quality problem. Implant was fractured and accessory was stripped. The product was explanted and replaced. There were no patient symptoms reported. There were no further complications reported regarding this event.

Manufacturer narrative:
H6. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: product analysis # 708423615: part # 8115536, lot# 0779315w visual and microscopic review confirms that the tip on the break off screws was fractured. A microscopic review of the fracture face reveals that the fracture is consistent with overload. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.